Manufacturer narrative:
5/6/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystomy procedure, the disposable loading unit had misaligned clips. The surgeon reloaded the instrument and completed the procedure without incident.